Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The anchor, suture, and collagen were not present in the device. The carrier tube hub was opened, and the suture was not present and had been fully disconnected from the device. The sample was returned for evaluation, and it was noted that the suture was fully detached from the carrier tube. An investigation was performed by the manufacturing facility, but no root cause attributable to the manufacturing process was identified. As a result, the complaint could be confirmed for a detached suture. The exact root cause could not be determined. The likely cause could not be determined with the information provided. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information that the suture broke during the sealing of the puncture step. The sheath size used was 6 fr. Hemostasis was achieved using another angio-seal device. The patient is stable. No injury was reported. The event occurred during use on the patient, specifically during placement.